Event description:
Injector's support came apart from the ceiling. The injector head and a piece of the injector's arm fell on the CT table. The operator was setting up the injector at the time. There were no pts in the room at the time the injector let loose and fell.